Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. The device was unable to be checked for an auto off alarm due to unresponsive buttons. The following cosmetic damage was also found: cracked case at a display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the auto off alarm went off this morning and that she is unable to clear the alarm due to lack of button response. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.